Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pains') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty in 2017 and liposuction in 2017. No relevant medical history, no concomitant diseases, no concomitant drugs. Previously administered products included for an unreported indication: contraceptives and mirena. Past adverse reactions to the above products included device intolerance with mirena; and drug intolerance with contraceptives. In (B)(6) 2015, the patient had essure inserted. In (B)(6); (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("loss of memory") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (bilateral salpingectomy, total intradental hysterectomy was performed during the same surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, amnesia and menometrorrhagia outcome was unknown. The reporter considered amnesia, headache, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: essure was not available for expertise. Batch number was unknown. Simple surgery follow-ups were performed after essure removal; follow-up consultation at one month showed asthenia and dizziness (blood test without abnormality) diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal after essure surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter answered to follow up requests: as for the surgical history: abdominoplasty and liposuction in (B)(6) 2017; medical history, concomitant diseases, concomitant drugs: nothing to report. Essure was implanted due to bad tolerance of other contraceptives (reported previously). Outcome of the events: simple surgery follow-ups performed; follow-up consultation at 1 month: asthenia and dizziness (blood test without abnormality) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pains') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: other means of contraception : bad tolerance and mirena : bad tolerance. Past adverse reactions to the above products included device intolerance with mirena : bad tolerance; and drug intolerance with other means of contraception : bad tolerance. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("loss of memory") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (bilateral salpingectomy, total interadnexal hysterectomy was performed during the same surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, amnesia and menometrorrhagia outcome was unknown. The reporter considered amnesia, headache, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: essure was not available for expertise. Batch number was unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.